Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the event of vascular damage/perforation with subarachnoid hemorrhage was not considered se vere and the patient was noted to be recovered (B)(6) 2021.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that at both the 12-month follow-up visit on (B)(6)2022 and the 24-month follow-up visit on (B)(6)2023, the patient was asymptomatic and mrs was 0. It was noted that in the index procedure, balloon was used to improve apposition of the pipeline; it was not considered to be associated with any device malfunction. The adverse events reported were not associated with the balloon device or angioplasty.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a ped2 pipeline had perforation branch damage and mild subarachnoid hemorrhage (sah). Due to perforation branch damage and mild subarachnoid hemorrhage, the bent middle cerebral artery was straightened during the procedure. The event was not severe. Associated symptoms headache. A balloon catheter was used for the expansion of the flow diverter. The patient was being treated for an unruptured aneurysm in the right internal carotid artery (ica). The max height was 5,7mm and the max diameter was 6.3mm. The aneurysm neck was 4.6mm. Target aneurysm was covered from the distal normal part to the proximal normal part. Dual antiplatelet treatment was administered.  Ancillary devices: phenom catheter, navien catheter new information was received. (B)(6) 2021 outcome recovered. An associated symptom of headache has occurred as a related to the perf oration and sah. No procedural or post-procedural imaging is available. During tortuosity, the cerebral artery linearized during the procedure, resulting in branch atheromatous disease (perforator disorder) and mild subarachnoid hemorrhage. Additional information received that the adverse event was changed from "vascular damage including vascular injury and perforation" to "stroke". At discharge/7 days post-procedure "neurological symptoms: symptomatic¿ was changed to ¿yes¿ and ¿mrs¿ was changed to ¿1 - there are symptoms but there are no obvious disorders¿.